Event description:
As reported for this event by the customer, during an endoscopic retrograde cholangiopancreatography (ercp) sphincterotomy procedure, the blade of the device broke near the proximal part. The broken piece was retrieved. There was a delay of five minutes in the procedure. The delay was not clinically relevant. The procedure was completed with a similar device. There was no harm or adverse impact to the patient.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. Due diligence was executed for this event. The device is returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, the device evaluation and correction to g2. G2 - checked "other" and added the country italy. The device evaluation found the coated portion of the cutting wire was torn, and the broken portion was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The length of the coated portion of the cutting wire, and the cutting wire itself presented no abnormalities. There were no missing parts in the subject device. Based on the investigation results, a specific root cause could not be identified but a likely mechanism causing the broken cutting wire might be from the following: 1. The cutting wire at a torn area of the coated portion came into contact with the distal end of the endoscope while the forceps elevator was raised. 2. The output was activated in state of ¿1¿ description, and the cutting wire became hot instantly. This caused the cutting wire to break. The following information is stated in the instructions for use which may have prevented the event: ¿ since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result. Be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur. Do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument. Olympus will continue to monitor field performance for this device.